Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after several attempts to place the atrial lead, the stylet no longer moved easily within the lead. The lead was no longer used and replaced. The patient was in good condition.